Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats lobectomy. According to the reporter: after three firing third sulu was jammed after firing. Handle was changed and same happened after second firing. Peristrip was used with all of these sulus. Patient needed thoracotomy to release sulu from tissue. There was extension of surgery time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: per additional information received, there was unanticipated tissue loss.